Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. This investigation addresses a complaint alleging that the touchscreen was not responding. The pil technician performed a comprehensive evaluation and found no issues with the suspect touchscreen. The touchscreen passed all applicable diagnostic testing and successfully completed functional testing in accordance with step 3 of the service manual (p/n 1049766, rev. T). Verification confirmed that the touchscreen touch points were properly aligned on the stb, and all flex screen resistance measurements were within specification. Based on these results, the touchscreen operates as designed, and no problem was found.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not responding, will not calibrate. Requesting onsite for repair. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.